Event description:
This spontaneous case was reported by a physician and describes the occurrence of back pain ("lumbar pain radiating to the right hip (with difficulty remaining in seated position)") in a (B)(6) female patient who received essure for sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no known allergies. On (B)(6) 2016, the patient started essure. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required), sleep disorder ("sleep disturbances due to lumbar pain"), memory impairment ("memory problems") and feeling abnormal ("sensitivity problems"). The patient was treated with surgery (bilateral salpingectomy with complete extraction of essure inserts by laparoscopy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the back pain, sleep disorder, memory impairment and feeling abnormal outcome was unknown. The reporter provided no causality assessment for back pain, sleep disorder, memory impairment and feeling abnormal with essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: form describing adverse events, single patient specific information added. Incident category updated. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had lumbar pain radiating to the right hip (with difficulty remaining in seated position) after essure (fallopian tube occlusion insert) insertion. She was submitted to a laparoscopic bilateral salpingectomy with removal of essure inserts (approximately 1 year after device placement). The reported event is anticipated according to essure's reference safety information. During essure therapy, back pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature; causality with the suspect insert cannot be excluded. This case was upgraded to incident upon receipt of follow-up information, since a device removal was required a product technical analysis is being sought.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on (B)(6) 2017: events sensitivity problems and memory problems were deleted as the reporter confirmed that these events concern to other patients company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had lumbar pain radiating to the right hip (with difficulty remaining in seated position) after essure (fallopian tube occlusion insert) insertion. She was submitted to a laparoscopic bilateral salpingectomy with removal of essure inserts (approximately 1 year after device placement). The reported event is anticipated according to essure's reference safety information. During essure therapy, back pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature; causality with the suspect insert cannot be excluded. This case was upgraded to incident upon receipt of follow-up information, since a device removal was required a product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of back pain ("lumbar pain radiating to the right hip (with difficulty remaining in seated position)") in a (B)(6) female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no known allergies. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and sleep disorder ("sleep disturbances due to lumbar pain"). The patient was treated with surgery (bilateral salpingectomy with complete extraction of essure inserts by laparoscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the back pain and sleep disorder outcome was unknown. The reporter provided no causality assessment for back pain and sleep disorder with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 30_may_2017 for the following meddra preferred term: back pain: the analysis in the global safety database revealed 275 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-may-2017: quality safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.